Manufacturer narrative:
The pump passed the self test. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Perform the history review 2 days prior to the event date 05-aug-2025 in the pump history file and found 3 sensor error alert on 08/04/2025, 1 stuckkeyalarm (61) on 08/04/2025 13:55:52.000, 1 sensor error alert on 08/05/2025, and 2 lost sensor alerts on 08/05/2025, the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Stuckkeyalarm (61) was found on 08/04/2025 13:55:52.000 in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. The j1 keypad connector on pcba 1 was properly locked. The pump passed the self test. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. Alarm-keypad/button error (stuck button alarm) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that the customer did pressed a button for 3 minutes or longer and the was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested and customer response was the device will be returned.